Event description:
It was reported that the patient fell down and had no access to sound with the device afterwards.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.